Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter: when used, catheter blood is getting everywhere and not staying in catheter ( dripping to floor ). The catheters did not have any way to stop the blood from coming back out the catheter. The MRI and cat scans tech both had issues with this. No harm or injury occurred using these catheters.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 380223 and lot number 3096291. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.